Manufacturer narrative:
Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: evaluation is on-going, results not yet available.

Event description:
Country of complaint: (B)(6). The vet reported a cat, which came one day after surgery with an open wound due to a broken suture.